Manufacturer narrative:
The complaint states primary attune knee was removed due to infection within the joint. I understand there were no obvious issues with the implant itself. The insert was not particularly worn and the femur and tibia components looked like they had cemented well. A review of manufacturing records and complaint database did not identify any anomalies. The devices were reviewed by bioengineering and a report was received stating some damage of the components (femoral, tibial insert, tibial tray, patella) is likely to have been caused during the revision surgery. The patellar component is missing one of the fixation pegs, which appears to have been cut off/sheared with a sharp tool, most likely occurred during the revision surgery. There is no indication that the incident was device related therefore, no design issue identified. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary attune knee was removed due to infection within the joint.